Event description:
Boston scientific received information that this patient has a history of out of range shock impedances (both high and low) and recently underwent a device replacement procedure as the physician was concerned the device may be the cause of the issue. Previously, the patient had a non-boston scientific right ventricular (rv) lead which was suspected to be fractured, therefore was replaced. However, following the lead revision, the issue continued so the physician decided to replace the device. The source of the out of range impedance have not been determined; however, based on the fluctuation in impedance measurements, boston scientific technical services (ts) discussed the behavior is typical of electromagnetic interference (emi). The rv lead remains in service and no further issues have been reported since the device was replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.